Event description:
Explanting physician also reported right side "baker grade ii capsular contracture". The device has been replaced.

Manufacturer narrative:
Lab analysis summary: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: crease sharp broken on posterior, crease fold, stress marks and wear abrasion. Base on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported a right side rupture, exchange due to concern with the product, and later added "a baker grade ii capsular contracture". The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture and exchange due to concern with the product.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.